Manufacturer narrative:
Additional information: the torque-limiting driver was used in the primary surgery. Batch review performed on 23 april 2019: lot 181164: (B)(4) items manufactured and released on 05-apr-2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, no other items of this lot have been already sold. Clinical evaluation performed by medical manager: disassembly of a constrained tka less than two months after surgery. The connecting screw came loose and the device disassembled. One possible cause for spontaneous disassembly is insufficient tightening torque: this mechanism has been reproduced in laboratory experiments. Other unknown situations may also play a role. The time to failure is remarkably low and leads to think that the initial torque may have been inadequate. However, no final conclusion can be drawn with the available information.

Event description:
Revision surgery performed 2 months form the primary due to instability caused by the setscrew and yolk becoming disassociated with the axel pin of the hinge insert. The surgeon revised the 17mm insert with a 23mm insert. The surgeon was able to seat the morse taper on the axle pin and the setscrew was repositioned and torqued using the torque-limiting driver. The surgery was completed successfully.